Event description:
During transfer from the bed to the toilet, the sling clip came loose off the hanger bar attachment and the patient slid down on the sling. The pt was caught and not injured at the end of the transfer. Customer did state that the caregiver knowingly used the wrong sling for a toileting application to provide better comfort to the pt. A padded sling was used versus a toileting sling. MFR #9611530-2013-00039.